Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the treatment with revaclear 400, the patient experienced an allergic reaction resulting in a blood pressure drop to 75/61 mmhg and the the need to defecate. The patient was administered intravenous dexamethasone (2.5mg) and the dialyzer was replaced with a non-vantive dialyzer. It was further reported that the patient was "usually allergic to polysulfone membrane dialyzers and that the revaclear 400 dialyzer was used mistakenly. No additional information is available.